Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: we checked & found. We cannot turn on the ventilator c1/sn. (B)(6). We checked this unit connect with ac power & battery charge indicator is normal status. We tried turn on this unit with ac & battery that cannot turn on this unit. After that we tried to replaced with a new driver board from our stock. Then this unit can turn on . And we have full calibration & we found this unit can be used normally. Summary: device cannot be switched on.

Manufacturer narrative:
Hamilton medical ags conclusion: rootcause: defective driver board. Correction: replacement of the defective component.